Event description:
Reporter alleged customer obtained an error on the blood glucose device and was unable to use it as a result. Customer stated taking normal dose of 25 units of insulin at 7 am, however, he began to act as if his glucose was low so paramedics were called. Their device reportedly read 31 mg/dl at 10:00 am. Reporter stated customer was treated with an injection, type unknown, as a result by the paramedics. Reporter indicated when talking to the customer he was improperly dosing the test strip by placing blood on it prior to inserting it into the glucose device when then produced the error. A request was made for the return of the suspect device and replacement product was sent.